Event description:
During a coronary artery drug eluting stenting treatment procedure a shaft fracture occurred. The target lesion was a calcified, severely tortuous, 3.0mm diameter segment of the proximal obtuse marginal (om). The physician predilated the lesion using a 2.0x12mm voyager balloon inflated to 12 atmospheres. The physician successfully placed two stents in the target lesion. The physician then attempted to place a 3.0x8mm johnson & johnson cypher drug eluting stent but it would not cross the lesion. Then the physician attempted to place a 2.75x8mm taxus express2 drug eluting stent but it would not cross the lesion and the shaft snapped. No intervention was needed. The procedure was completed with a different device. There were no pt complications reported and the pt condition was reported as ok.